Manufacturer narrative:
H6 (eval results) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.(conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Patient had an emergency cardiac stent procedure. Patient rec'd radiation burn in the mid-back, after what the hosp described as a lengthy examination. At this time, this is the only info philips has received regarding the incident.